Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported by the customer minutes after the start of power PICC insertion, anaphylactic shock (urticaria, pruritus, malaise with hypotension). The catheter was inserted following the discovery of a lymphoma for which chemotherapy was subsequently planned. After enquiries with the allergists, the problem was thought to be due to the catheter insertion guide. The catheter is still in place on the patient. The patient has no known history of allergy. Patient received injection of adrenaline and infusion of intralipid. 6 hours post-installation, patient asymptomatic with desloratadine treatment.